Event description:
It was reported that the device was used during a laparoscopic nissen fundoplciction. It was reported by the rep that (3) trocars were placed into the pt, and shortly afterward they began to leak due to the outer gasket crack. A 1seal was placed on the trocar to reduce leak and the case was completed. There was no consequence to the pt.